Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient experienced adhesive failure, as the infusion set fell off on (B)(6) 2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: spain.